Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient using the paddles with the device, but the unit intermittently would not discharge the energy. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. Subsequent to the event, the facility's biomedical engineering department duplicated the event, and observed that the device also displayed a "poor pad contact" message.